Manufacturer narrative:
Of the 85 allegations of a malfunction, 52 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(6) pilot program.

Event description:
This report summarizes 85 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranges from 5-86 years of age and between 25 and 236 pounds. Of the reported patients, 38 were male, 47 were female, and 0 were unknown.